Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administer a manual injection of insulin to resolve elevated bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.